Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2026 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of serratia (species not provided). The patient was diagnosed with peritonitis was initiated on antibiotic therapy utilizing cefepime (1 gram) daily intra-peritoneal (ip). On (B)(6) 2026, the patient was discharged from the hospital continuing pd treatment with the same fresenius cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse could not provide the exact cause of the peritonitis. However, it was stated that the event may be related to the patient having concomitant constipation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. With the information available, the exact cause for peritonitis cannot be determined. However, currently there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew serratia. Evidence-based research shows that serratia can live in the gastrointestinal tract. Therefore, it is possible the event is associated with patient concomitant constipation.